Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause and treatment were not reported. On an unreported date, the patient was hospitalized the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information : should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : on (B)(6)jul2019, the patient experienced peritonitis that was manifested by cloudy effluent and was hospitalized. The cause of event was unknown. The patient was treated with amikacin injection (250mg, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.